Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the device appeared to be clean. The balloon size for this product is printed on the hub and identified the returned sample as a 10mm x 4cm balloon. A complete circumferential shaft break was noted at the proximal butt joint. However the polyimide appeared to be intact. The edges of the break were examined under magnification (microscope 30x) and the edges of the break were jagged. The proximal end of the balloon is bunched near the distal tip, likely indicating retraction issues. No other anomalies were observed to the device. The introducer sheath was examined under microscopic magnification (10x) and the distal tip was flared, likely indicating retraction issues. Functional/performance evaluation: functional testing not performed due to sample condition. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. Based on the returned condition of the sample, the investigation is confirmed for retraction issues and a break at the proximal glue joint. It is likely that excessive force attempting to retract the balloon through the sheath caused the catheter break. However, the definitive root cause for the retraction issues could not be determined based upon the available information. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an fistuloplasty the pta balloon allegedly stuck inside the 6fr sheath during removal post first inflation. Original access site was lost because the balloon, sheath, and guidewire had to be withdrawn from the patient. New access was gained with a different balloon, a larger sheath, and guidewire. The lesion was reported to be patent with good blood flow post angioplasty. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: as the sample was not returned for evaluation, a visual/microscopic inspection could not be performed. Functional/performance evaluation: as the sample was not returned for evaluation, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an fistuloplasty the pta balloon allegedly stuck inside the 6fr sheath during removal post first inflation. Original access site was lost because the balloon, sheath, and guidewire had to be withdrawn from the patient. New access was gained with a different balloon, a larger sheath, and guidewire. The lesion was reported to be patent with good blood flow post angioplasty. There was no reported patient injury.